Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that following an ion-assisted lung biopsy procedure, the patient had developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule was attached to the pleura in the superior segment of the right lower lobe, so this procedure was considered high risk for pneumothorax. The procedure was completed without complications or delays. The pneumothorax was identified on a post-procedure chest x-ray, prompting chest tube placement. The pneumothorax resolved within 24 hours, and the patient was discharged two days after the procedure. According to the physician, the pneumothorax was related to the inherent procedural risk, not to any malfunction of the ion system, instruments, or accessories.